Event description:
It was reported that the pt had their implantable neurostimulator explanted due to dissatisfaction with the device. It was reported that the pt originally did well with the device until it failed to work "correctly" and requested its removal. The pt recovered without sequela.